Event description:
On (B)(6) 2013, the lay-user/patient contacted animas, alleging a possible inaccurate delivery issue with the insulin pump. In addition, the patient reportedly was admitted to the hospital. The patient could not provide more information at time of concern. Animas has made 3 attempts to contact the patient for more information. A letter was sent to the patient, requesting a call back. This complaint is being reported due to the unresolved inaccurate delivery issue. There is no evidence the patient suffered a serious injury since there was no report of symptoms or medical intervention for acute complication of diabetes.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.